Event description:
Consumer called to report inaccurate readings with his meter. Was having symptoms of low blood sugar, but his meter was reading higher. Thinks that he was adjusting his insulin incorrectly. Had to call emt for assistance.